Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm. According to the reporter, on (B)(6) 2025, around 4pm, the patient¿s cgm was showing an unspecified ¿high flatlined value¿ while the bg meter reading was 21 mg/dl. The patient was wearing a betabionics ilet insulin pump. The patient was experiencing confusion, agitation, and was screaming. It was reported that the patient ended up being hospitalized for four days. It was not specified how the patient got to the hospital. The reporter could also not recall the details regarding what medication or treatment the patient received during his hospitalization. The patient continued to have confusion and memory problems, therefore, was receiving monitoring from a home health nurse and having more frequent follow-up visits with his endocrinologist at the time of report. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the e zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available. This report is related to (B)(4).